Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue and bradycardia. The implantable pulse generator (ipg) exhibited high and increasing thresholds. The right ventricular (rv) lead exhibited dislodgement. Both lead and ipg were explanted and replaced. No further patient complications have been reported as a result of this event.